Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0vznh, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported having issues with bowels since implant. On the day of the report, the patient "felt like [she] was gonna die" while in a store as she experienced a bowel accident, pain and burning when going to the bathroom, and sensation that "something needed to come out of [her]". Blood was also seen in the stool. The patient was not able to communicate with programmer initially. During the call, the patient was able to communicate and discovered that the programmer battery level was half-full from a low programmer battery screen. The settings were decreased to 0 volts and the patient was redirected to their healthcare provider (hcp) for further guidance. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported loss of therapy and stated that sometimes it works and sometimes it does not. Patient further explained that by not working they meant having bladder problems whether the ins is off or on. They further reported pain at the toe, legs and hip and wanted the ins removed and that they are ready to go to the ER to have it taken out. Patient had turn therapy down and thought it has improve on the pain. Patient was redirected to their health care professional. No further complications were noted or anticipated